Event description:
The customer reported to olympus that four patients had urinary tract infections post cystoscopy cases using cystonephrofiberscope. The provider was concerned that the scopes were not being reprocessed correctly before patient use. As reported, the customer had been leaving scopes overnight in a container before reprocessing. A leak had been identified in one scope that was used on three out of the four infected patients. The scopes have not been tested for microbial contamination. The patients had body fluid cultured and presented symptoms of fever, nausea, and pain. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6) (patient infection); (B)(6) (leaking scope and patient infection); (B)(6) (leaking scope and patient infection); (B)(6) (leaking scope and patient infection). This report is for (B)(6).